Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23 mm sapien 3 valve in the native aortic position, the valve failed due to stenosis and calcification. The patient underwent a successful valve-in-valve procedure with a surgical valve. The patient's final outcome was reported as being in stable condition.